Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: c3tr01 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead a sharp increase of pacing threshold was confirmed. Review of data indicated rv failure. It was also reported that during evaluation the patient experienced twitching. Rv bipolar threshold settings were re-programmed, the lead remains in use, and the patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.